Event description:
This is an update to report number 3006560326-2021-00010. On (B)(6) 2023, I had to have a revision to my initial facelift, due to skin laxity caused by improper treatment with (B)(6). In addition to the facelift revision, and upper bleph revision, necessitated due to sagging skin damaged by (B)(6), my brow and eyebrows had sagged to the point that 3/4 of my eyebrows were below my brow bones. This necessitated temporal browlift, as well as an open forehead lift. After approximately 1 month, it became obvious my skin was loosening up again. My plastic surgeon, who is world renowned, as well as an expert micro surgeon, is currently at a loss. He is trying microneedling on my lower face (plain micro needling - no rf = no heat) in an attempt to help rebuild my skin thickness, before any other facial surgeries are considered. I personally do not believe (B)(6) is a safe product. It is a fact that manufacturer reps train users of the product in unsafe off label practices that are not FDA approved. This leads to permanent damage in patients, such as myself, and as reflected in the continual (B)(6) maude reports. Treatments are super painful and ridiculously expensive as well, and it appears the only results that last are the bad results. That being said, I believe the damage I have suffered and am still suffering with, are the direct result of the combination of improper training provided by the manufacturer representatives to the person who then performed my treatments, and improper oversight of my treatments by (B)(6) in (B)(6). I was not examined by a doctor before, during, or after my treatments. If I had been examined by a doctor who was trained in (B)(6), I would have been deemed not a good candidate for (B)(6), as I was too thin, and was being treated for hyper pigmentation at the same practice, by another of their master estheticians, during the very same time period I was receiving (B)(6) treatments. As hyper pigmentation is a possible side effect, the fact that I already had and was being treated for hyper pigmentation, should excluded me as a candidate for (B)(6) treatment. (B)(6) dermatology did their best to get me to sue them over this, but I had no intention of doing so. I told them from the very beginning that I had no intention of suing them. I did not contact them about any of this, (B)(6) contacted me. They offered to pay for my facelift, which I refused because they would not acknowledge the entire issue regarding destabilization of my front teeth and the vitrectomy eye surgeries I had to have as a result of being improperly treated. (B)(6) does not perform unnecessary eye surgeries. All I wanted was an acknowledgement and apology - from (B)(6), from the manufacturer, from anyone. Instead I received words like the ones used in practice response, which I am sure was written by one of their attorneys, "patient claims to.." Or "we are sorry you are dissatisfied with your results", both of which take zero responsibility for the outcome of my treatment. I offered to come to their office to be examined, so they could see for themselves my condition first hand, but they did not accept. I guess they weren't that interested. This did not have to happen. I am the only one left having to deal with this every single day. (B)(6) doesn't care, (B)(6) doesn't care. As long as they're still raking in the dollars from this bogus (mo) cosmetic treatment, they're satisfied. This is just another report in a stack of reports who knows how many miles deep, that will most likely never ever make one ounce of difference to anyone. And four years later, here I sit, still dealing with the same problem.